Manufacturer narrative:
This product is not marketed in the us. (B)(4). Lens was returned dry, in a micro-centrifug vial, clear surgical residue on product. Visual inspection found a torn haptic and residue on lens. Lens has a curved shape. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -08.5/+2/104 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.